Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21aug2020.

Event description:
The customer reported that the touchscreen does not respond to touch. The field service engineer (fse) verified the reported problem. The customer reported that the unit was not in use on a patient. The fse replaced the touchscreen to address the reported problem.